Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing had detached at the quick release. The patient observed insulin coming out of the tubing about 12 hours after the set was changed. This issue occurred with two sets. No further information available.